Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive up arrow button due to a corroded keypad trace. The displacement test could not be performed due to the unresponsive button. The insulin pump had a cracked reservoir tube lip, a cracked case at the display window corner, a cracked display window and a missing end cap sticker.